Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined or established through this evaluation. The patient was implanted with (B)(6) on (B)(6) 2021 and expired on (B)(6) 2021. The cause of the patient outcome was not provided. It was reported that (B)(6) would not be explanted for evaluation. No device issues were reported at the time of patient outcome. No further information would reportedly be provided due to patient privacy laws. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death was not provided. It was not known whether the outcome was device or therapy related.